Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's right ins was not holding a charge. Over 1-2 years ago, the battery died completely. The patient stated they charged every 1 week to 10 days but now they charged to 100% every day and by mid-day it goes to 50-75%. It was noted the patient would use their other recharger when experiencing issues, but it would take two hours to charge. The patient reported having coupling issues and had also seen an out of regulation (oor) error on the patient programmer (pp). The patient had unipolar interleaving with 3.3 v, 120 us, 125 hz; was getting oor at 75%. It was noticed the patient pushed buttons and checked device really fast and was believed to be the cause of the oor. The patient was instructed to "reset their pp" and was unable to replicate the oor after being educated. It was reported that the patient had a short and impedances were getting lower. The patient's managing healthcare professional (hcp) was aware of the issue. Patient reported therapy on the right side was not the same as before. It was noted the patient was having a hard time with speech. The patient's surgeon had done a CT but believed it was of the chest and not sure if one was ordered for the head. Group (therapy) impedance measurements were run. The results were: bipolar: 1 and 2 at 63-65 ohms unipolar: c and 0 1st program = 368 therapy ohms 8.5 ma c and 1 2nd program = 60 ohms 27.5 ma it was reviewed that the lead may be the cause of the short with 60ohms. It was noted follow-up would be done with the hcp to discuss further troubleshooting. The short/low impedance and recharging issues had not been resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that actions/interventions taken included impedances done, they programmed around the shorted electrodes. The cause of the short and ins not holding a charge was unknown. The doctor has been told and they will discuss further. This information has been confirmed with the physician.